Event description:
Information was received regarding an unspecified cadd infusion pump. It was reported that patient was sitting when she got up to go to the kitchen with her walker. She stated feeling dizzy, nauseated, and diaphoretic and then fainting and falling to the floor. She immediately looked at her pump, and it had stopped. Based on her rate, and time, the cassette was not off for long. Patient was continuously infusing remodulin 5mg/ml at 20 ng/kg/min intravenously at the time. It is unknown if there was other patient, or clinician injury associated with this event. No further details provided.